Event description:
Information was received that surgery to remove the lead was performed. No additional relevant information has been received to date.

Manufacturer narrative:
Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient was having removal of lead due to possible infection. The device history record's of the lead was reviewed. The lead passed final quality and functional specifications prior to release. The lead was sterilized prior to the device being released. No known surgery has been reported to have occurred to date. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.